Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 80x30. The customer states that during a procedure the proximal balloon prematurely deflated. The balloon was not overinflated and was within the markers. The catheter and manifold was removed from the patient and a new trellis device was inserted into patient's leg all in the same procedure. No medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.